Manufacturer narrative:
The product analysis indicates that the complaint could not be confirmed. The one-minute pre-repair temperature test indicates the handpiece got to 80.5 degrees f. The handpiece was converted into a refurbished handpiece and passed all functional tests. There was no fault found with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. A product analysis has not been performed.

Event description:
It was reported that the handpiece immediately overheated during testing/setup. There was no patient impact.